Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (267 mg/dl). Reportedly, the customer's health care professional is working on adjusting the pump basal rate. Tandem technical support guided the customer through adjusting the pump basal rate. Customer delivered bolus and changed the infusion site to address elevated bg levels.